Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had urinary tract infection (uti) symptoms. They tried drinking cranberry juice, with no result and the symptoms got worse. They noted that they were going to follow-up with their healthcare professional (hcp). They reported blood in their urine and burning with urination. They stated that they had a bladder infection, but also stated that no one told them that they had one. They just thought they had one based on the symptoms. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.